Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection, an event history log review, and a power-on self test. The alarm was identified as an f20 alarm code. The cause of the reported alarm code was determined to be a damaged door latch assembly. To resolve the condition, the door assembly was replaced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a door open alarm. There was no patient involvement. No additional information is available.